Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an opening along the front pulse wire and the brown (-5v) wire of the trunk cable. The cause of the test failure is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.